Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformance associated with the reported event were identified. Based on the information received. The cause of the reported temperature issue and subsequent delay remain unknown.

Event description:
During the radio frequency ablation procedure, the generator was unable to reach the appropriate temperature and the procedure was cancelled as a result. The cannulas and probes were exchanged, but the issue did not resolve.